Manufacturer narrative:
(B)(4). The reported problem of "alarm battery low" was confirmed during the sample evaluation. During evaluation the main batteries failed the 5 minute battery test due to defective main batteries. Service replaced main batteries to resolve the reported problem. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported to baxter that a flogard infusion pump had a battery low alarm. Process step is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.